Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: qc has sampled 80 syringes and found one with deformed / slightly broken end and two with small threads of plastic.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were photographs provided for evaluation. The photographs did not provide enough information to effectively identify the issue. Therefore, the reported condition could not be confirmed solely on the photographic evidence. Subsequently a sample was received confirming the reported condition. The most likely cause of the condition is due to a misload of the plunger leading to the tip not assembling properly within the syringe. A corrective and preventive action is not deemed necessary as there is no adverse trend of the reported condition. This information will be utilized for trending purposes to determine the need for corrective actions.